Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that when they inserted a set their blood glucose began to rise. The customer's blood glucose level during the incident was around 380 mg/dl to 400 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer removed the set and found that the cannula was bent. The customer declined troubleshooting for the high blood glucose and the set issue. The customer will be sent a replacement for their set. The device will not return for analysis.